Manufacturer narrative:
Device history record review and incoming inspection record: no indication of the reported defect found during a review of the device history. Lot met all release criteria. No other similar complaint has been filed on this lot.

Event description:
Dialysis facility reported that the end of the dialysis treatment and the pt's blood had already been returned, the bloodline separated at the venous med port. Reportedly, only serosanguinous fluid was in the lines at that time, so there was no blood loss to the pt. The sample is available for eval.